Manufacturer narrative:
The pump was returned for evaluation. Visual inspection revealed no obvious damage to the device. The device was tested with a stock cassette and operated as intended. The reported failure could not be reproduced. The complaint is not confirmed as reported, and no root cause could be determined. The device history record for lot e928311 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 08 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 55ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the drug in the pump was delivered completely as a bolus. No further information provided. No patient injury reported.

Event description:
Per additional information received 16 feb 2021, the issue was noticed during therapy when the bag appeared almost empty. The bag contained piritramide and droperidol. The patient was more sedated than desired, but was still breathing on their own. After discovery there was an immediate stopping of therapy, and a doctor was called. The cassette of the pump, where the infusion runs through, had a 1mm gap and was apparently not properly engaged. The pump had been used for pain management following joint replacement surgery. The history on the pump was deleted prior to use, as per instructions. The settings were not changed during infusion. The flow rate was set at 0ml/h bolus 3.2 ml, pause 15 min. There was longer monitoring in recovery as a result, and overnight monitoring in ips. There the patient had severe nausea and vomited several times. Antiemetic drugs were administered. The patient's current condition is given as "fine."

Manufacturer narrative:
All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.